Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) and pump error is found in the formatted history file due to force sensor zero offset out of spec. The pump was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image). The pump was received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that the error number was not recorded. The insulin pump was returned for analysis.